Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the suture were broken 4 times. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Information requested is unknown. Was there any adverse consequence associated with the patient? Please clarify if one suture were broken 4 times or 4 different sutures were broken during surgery: please provide the product code and lot number: note: events reported via: mw# 2210968-2023-09046, mw# 2210968-2023-09047 and mw# 2210968-2023-09048. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a vaginal anterior and posterior wall repair under intravenous anesthesia surgery on 12-oct-2023 and suture was used. Surgery was due to a degree ii vaginal wall protrusion. The surgeon used suture to reinforce the fascia of the vaginal wall. During use, , the suture broke. Changed another one to complete the surgery. Additional information has been requested.